Event description:
The customer reported that a "service unit" message was displayed on this device.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.